Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her son¿s onetouch verio flex meter would not power on. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a review of the initial call recording. The reporter claimed that she first became aware of the alleged power issue with her son¿s onetouch verio flex meter when he told her about it at an unspecified time in the evening on (B)(6) 2019. The reporter claimed that the subject meter would not power on when the power button was pressed. The patient manages his diabetes with insulin ¿ self adjuster and the reporter claimed that, in response to the alleged product issue, the patient took no action over and above his usual routine of diabetes management. The reporter claimed that at an unspecified time after the start of the alleged product issue, her son began to develop the symptoms of ¿not feeling well and going to the bathroom a lot¿, the reporter also stated that her son was obtaining high blood glucose readings on another, unspecified, meter that he has access to at school however she was unable to provide any specific readings. She also claimed that he did not have access to this meter outside of school hours. The reporter denied that her son received any treatment for the reported symptoms beyond his usual routine of diabetes management. During troubleshooting, the csr verified that no product misuse was associated with this complaint, the correct test strips were being used and this was not the first time the patient had used the subject meter. The issue was resolved during troubleshooting when the csr had the reporter insert a test strip into the subject meter and the subject meter powered on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after not being able to test his blood glucose due to an alleged power issue with the subject meter.